Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the radicular pain is user error; improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient later reported to a new surgeon with complaints of continued radicular pain. The surgeon determined that the most superior positioned implant was impinging on the neuroforamen. In (B)(6) 2018, the surgeon attempted a revision procedure to remove the superior positioned implant using chisels. The implant was solidly fixed in bone and after several failed attempts to remove the implant with chisels, he decided to leave all the implants in place. No implants were adjusted or removed. It is likely that the patient still has radicular pain.